Event description:
It was reported that the catheter is defective, tip has a defective bend. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a bend was detected from ~0.2cm to ~4.8cm from the distal tip. The catheter handle, electrodes, deflection and locking mechanism appeared to be intact. The device was evaluated for curve shape. The device formed a curve that is inconsistent with the f curve specification. The device formed a curve that is consistent with the d curve specification. Planarity met specification for both the f and d curves. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: - do not exert excessive pressure during placement of catheter if unknown resistance is encountered. - removing the handle by cutting the catheter, will not completely relax the distal tip - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - do not alter this device. - inspect the packaging and catheter for damage or defects prior to use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. The reported event will continue to be monitored through post-market surveillance.